Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (rca) with mild calcification and mild tortuosity. The patient presented with angina. Angiography showed 90% blockage in the mid rca. Pre-dilatation was performed using a 2.5 x 10 mm non-abbott balloon catheter. A radial approach was used to advance a 3.0 x 28 mm xience prime stent delivery system (sds) to the target lesion. The sds was deployed at 16 atmospheres for 20 seconds. After stenting, fluoroscopy showed a distal edge dissection and another unspecified xience prime stent was used to cover the dissection. There was no patient sequelae and no clinically significant delay in the procedure. No additional information was provided.